Event description:
It was reported that the user experienced persistent high glucose readings and frequent supply changes due to suspected leaking at the connector-cartridge interface of the ilet, with education provided on correctly attaching the connector to the cartridge and replacement infusion supplies shipped; the reported device issue was linked to user technique and involved the cartridge and connector components. Symptoms included hyperglycemia. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure related to supply setup at the connector and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.